Manufacturer narrative:
This supplemental MDR #1 for 2112667-2026-04179 is being filed to correct block g6 manufacturer type of report for initial MDR 2112667-2026-04179 which erroneously indicated 5-day MDR. Block g6 has been corrected to indicate 30-day.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: patient information could not be obtained due to country privacy laws. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.